Event description:
A pt's wife reported the several adverse events as follows: her husband experienced angina after receiving his first treatment of eecp therapy, in which he felt a spasm in the groin area that traveled to his foot and toe. This got resolved, however, the following morning on he experienced angina (chest pain). Her husband experienced another heart attack ten weeks later in the evening, and was hospitalized. The heart attack occurred after receiving the last treatment of eecp therapy (35 treatments total). She is concerned that her husband's heart attack may be the result of concomitant use of the cypher stents with the eecp therapy that was recommended by the dr.

Manufacturer narrative:
Please note that there are five devices involved in this event in the same pt with unk lot numbers and unk catalogue numbers. Add'l info will be submitted within thirty days upon receipt.